Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information stated that patient passed away on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was suspected to have outflow graft obstruction. Log files were submitted for review which captured low flow events throughout the event history. Low flows dropped as low as 0 rpm following manual speed drops on 06jun2026 and 07jun2026. Tech services recommended computed tomography angiography (cta) or echocardiogram (echo) could be performed to confirm the presence of an obstruction. There were no other usual events in the log file event history.